Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high threshold. The pace/sense portion of the rv lead was capped, and a new pace/sense lead was implanted. The rv lead high voltage coils remain in use. No patient complications have been reported as a result of this event.